Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number 12d20h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 3 of 5. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment included levaquin 250milligram (mg) orally, zyvox 600mg orally, rifampin 150mg orally (unable to provide specifics). The patient was hospitalized for five days. The patient was recovering.